Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm on the insulin pump. The customer¿s blood glucose level was 165 mg/dl. The device was not bumped or dropped prior to the alarm. The drive support cap was flushed. They did not recall pressing the cap while connected. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.